Event description:
It was reported that the insulin pump had a low battery life. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The unit was received with blank display due to faulty connector. Unable to verify low battery alarm due to blank display. Unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.